Manufacturer narrative:
Investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that insyte autoguard winged pnk 20ga x 1.0in had a needle retraction failure. This occurred on 2 occasions.the following information was provided by the initial reporter: material no: (B)(4)batch no: 0119490it was reported via medwatch report that two needles failed to fully retract.event description per medwatch report states:two 20 gauge autoguard winged ivs - the needle did not completely retract on both. No injury withi event. Report ID# (B)(4).

Manufacturer narrative:
The initial reporter also notified the FDA on 17 march, 2021. Medwatch report # mw5099327. Report source other: medwatch report. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte autoguard winged pnk 20ga x 1.0in had a needle retraction failure. This occurred on 2 occasions. The following information was provided by the initial reporter: material no: 381533 batch no: 0119490. It was reported via medwatch report that two needles failed to fully retract. Event description per medwatch report states: two 20 gauge autoguard winged ivs - the needle did not completely retract on both. No injury within event. Report ID# (B)(4).